Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. System check was performed and the pump is functioning as intended and reportedly the customer wore the pump with the screen against their skin. Customer reported blood glucose level was "high" on the continuous glucose monitor, with trace ketones. Elevated bg was address by changing supplies and a bolus via manual injection. Customer successfully resumed insulin delivery.